Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds and sensing issues. The lead was successfully explanted and replaced. The patient was doing well post surgery.